Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the glenoid component. It was reported that the ¿implant was poorly cemented in. There was no cement in the pegs holes to hold the implant in place.¿ eccentric loading and an excessive cement on the backside of the glenoid likely contributed to the reported loosening. However, this cannot be confirmed because the component was not returned for evaluation.

Manufacturer narrative:
Section d10: concomitant products. Equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6). Equinoxe replicator plate 1.5mm o/s (cat# 300-10-15 / serial# (B)(6). Equinoxe replicator plate 1.5mm o/s (cat# 300-10-15 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately one year post initial right tsa, the 59 y/o male patient was revised as the initial implant was poorly cemented in. There was no cement in the peg holes to hold the implant in place. All components, except for the humeral stem, were revised. The implants were changed from a shoulder anatomic to a shoulder reverse. A 36mm liner was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the devices were disposed at hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 medical device problem code, component code.